Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 599 mg/dl. It was stated that the customer was lethargic, but was not vomiting. During the time that the customer was on an insulin drip, her blood glucose was 110 mg/dl. Once she went back on the insulin pump, her blood glucose went back to 353 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time. Assisted the customer with the time change. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.